Manufacturer narrative:
(B)(4). This complaint is for a report of a air in tubing (without alarm). Complaint is confirmed because patient reported connected to the patient line prior to complete prime, which is a known cause of trapping air bubbles in the patient line. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a check patient line alarm; which occurred on the homechoice (hc) during use, during initial drain. The technical service representative (tsr) explained the alarm. The home patient (hp) had connected during prime. The patient line was full of air. The tsr ended therapy and suggested to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.